Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or pressing buttons the screen will go blank noted. All buttons functioning properly. No moisture/ damage/unlocked lcd keypad connector noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken belt clip slot and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got wet and the display screen went blank immediately after. Customer's blood glucose was unknown at the time of incident. The product will be returned.